Event description:
The account alleged that the pt position module alarm is very faint and cannot be heard outside the room. The account alleged that a pt fell and was injured.

Manufacturer narrative:
The tech performed the investigation and the account stated that the bed exit did not work and the pt fell out of bed while exiting the injury bed. The account will not release any further info on the alleged injury. The tech found the scale board was not functioning as designed and informed the account that the scale board needs replacement. The account is not repairing the bed at this time.